Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness is lost due to damage on up/down knob, due to wear of angle wire bending angle in up direction does not meet the standard value, due to wear of angle wire the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, due to wear of flexibility adjustment ring flexibility adjustment function does not work, mouthpiece is loose, adhesive around objective lens is peeled, objective lens has a crack, adhesive around light guide lens is peeled, plastic distal end cover has a dent, connecting tube has a scratch, connecting tube has a wrinkle, protector of universal cord on control section side has a scratch, universal cord has a wrinkle, universal cord has a scratch, paint on suction cylinder is peeled, paint on air water cylinder is peeled, control unit has discoloration, due to wear of flexibility adjustment ring, flexibility adjustment function does not work, electrical connector has corrosion due to water leakage. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera colonovideoscope air/water leakage from the body control unit. During the device evaluation, it was found that the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.